Manufacturer narrative:
(B)(4). Date of occurrence has been estimated. Date of implant has been estimated. The device was not returned for analysis. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown because the part and lot numbers were not provided.

Event description:
It was reported that during use of the supera, the tip separated. The type of treatment was not specified. There was no adverse patient sequela reported. No additional information was provided.